Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Atrial impedance was stable but has occasional weeks with maximum impedance much greater than baseline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance spikes and intermittent noise were observed, and a fracture was suspected on the patient's right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65, lead, implanted: (B)(6) 2007. (B)(4).